Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.91 mm offset at the tips. The grips did not show cracking damage. Components adjacent to the bent grip did not show damage. The instrument was also found to have blade damage at the middle of the blade. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon mentioned that the blades of the monopolar curved scissors (mcs) instrument were misaligned and not closing properly. As a result, the surgeon requested a new pair to be opened. The procedure was completed with no reported injury.

Manufacturer narrative:
A review of the customer provided image is consistent with the reported event of bent/misaligned instrument tips and the blades partially closing. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.